Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred. The customer filled the cartridge with cold insulin and did not remove the residual air from the cartridge prior to filling the cartridge with insulin. Tandem technical support educated customer on cartridge labeling. There was no adverse impact to the customer's blood glucose level. A cartridge change was performed resolving the issue.